Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the grey metal threaded portion came off of the orange liner trial. Unable to thread it into the cup. The product was returned to depuy synthes for evaluation. Visual inspection of the returned emsys trl lnr elv 60-62x36 found that the screw and the snap ring were missing. It is suspected that a breakage have occurred on the snap ring and created this condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, the user over-tightening or cross-threading the threaded insert during use and disassembling the snap ring from the screw. A functional test was unable to be performed due to the post-manufacturing damage. However, due to the observed conditions the assembly issues can be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys trl lnr elv 60-62x36 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the grey metal threaded portion came off of the orange liner trial. Unable to thread it into the cup.